Event description:
It was reported that, "the nail was targeted outside of the body and appeared the drill was going through the nail, but when the nail went into the body, the nail missed."

Manufacturer narrative:
Additional info has been requested, and if received, will be submitted on a supplemental report.